Event description:
Unit failed during preuse check, therefore no patient injury occurred. Unit had high airway pressure alarm and associated audible alarm. Problem was found to be caused by a bad pressure transducer. The transducer was replaced with one from another unit and the unit was tested within specifications.